Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. The customer¿s blood glucose level was 390 mg/dl at the time of the incident and was 220 mg/dl at the time of the call. It was reported that the customer had already reverted to their back-up plan. It was also reported that the insulin pump was neither dropped nor bumped. There was no indication of troubleshooting or the issue being resolved. The insulin pump will not be returned for analysis.